Event description:
It was reported that the patient had a closed head injury post fall that occurred on (B)(6) 2025 at home at night. The patient reported to the emergency department on (B)(6) 2025. The patient passed away due to intracerebral hemorrhage. The event and outcome were not considered device or therapy related; the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that the device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), document (B)(4), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an autopsy was not performed. The cause of the fall was also said to be unknown since it was unwitnessed.